Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones. Interrogation was unremarkable. A copy of the device's memory was analyzed and identified several instances where the device was in the presence of a magnet. Most episodes were a few seconds in duration but there were some that lasted several minutes. In the presence of a magnet this device would deliver brady pacing but not tachy therapy. No adverse patient effects were reported. The device remains in service.